Event description:
The customer contact reported error code s205. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility when the device was powered on, the device alarmed with s205 (battery failure) malfunction code. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospria personnel.